Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing and undersensing and pacing spikes without conduction. It was also reported that the right ventricular (rv) lead exhibited pacing spikes without conduction. The implantable pulse generator (ipg) system remains in use. No patient complications have been reported as a result of this event.